Event description:
Healthcare professional reported left side exchange from textured to smooth due to product concern. Patient representative later. Reported "rupture", "inflammation", "pain", "fear of developing bia-alcl", ¿loss of enjoyment of life¿ (ndr), and "fibrosis" (ndr). Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, wear abrasion and yellow particles material was found on the shell. A weight test of the device was verified and the device was within specification. Bubbles and cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.